Event description:
Guidant received info that this device was part of a legal action and the pt passed away at home from heart failure. It was reported by the pt's family that nothing was heard from the pt's device prior to or at the time of death.